Manufacturer narrative:
Rvdr01 ipg was implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate pacing and alerting of episodes. It was further reported that the right ventricular (rv) lead exhibited low impedance, insulation damage due to clavicular crush, oversensing causing short v-v intervals and ventricular episodes to be false, failure to capture and noise due to clavicular crush. It was reported that the right atrial (ra) lead exhibited over-sensing and insulation damage due to clavicular crush. The ra lead and rv lead were capped and replaced. No further patient complications have been reported as a result of this event.